Manufacturer narrative:
No pt injury was reported. A gambro technical services (gts) field rep found in the prisma history events several bag empty/full followed by incorrect replacement weight change alarms. He inspected the machine and no problem was found. 510(k)# is k010805